Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found that the gear pump pressure was too low and replaced the gear pump head. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable crej2 creatinine jaffé gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial crej2 result was 0.23 mg/dl. The repeat result was 1.27 mg/dl.